Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 9, 2021 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2021. It was reported, during procedure, there was no laser beam at the working end of the laser fiber and the laser fiber overheated at the laser console end. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.